Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the lens tore upon insertion. The incision was enlarged to remove the lens, and another lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
(Other) - no lens in unit carton. Claim # 409233.